Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the surgical staff reported a cable broke on the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with broken cable was confirmed. One grip close cable is broken at the distal idlers pulley. Idler pulley spins freely and has slight damage on the edge. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.